Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced a headache and vomiting following a procedure on (B)(6) 2023 (manufacturer report number 3006705815-2023-03017, 3006705815-2023-03018). A blood patch was performed, and the symptoms have resolved.